Event description:
Alert: rv defib lead impedance warning on (B)(6) 2020. Alert: svc lead impedance warning on (B)(6) 2020 21:00:04 svc defib lead impedance >200 ohms there were abnormal variations in all vectors involving the rv coil conduct or starting on (B)(6) 2020 but in sufficient to trigger any programmed alert suggested that all impedance variations could be attributed to a single point fracture on the rvcoil conduct or insecure contact of the rvco il pin connection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).